Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with vitek®2 gn test kit (reference 21341). The customer reported over that last two (2) months of having a few issues with vitek®2 giving the wrong identification for shigella spp when using gram negative card. Vitek®2 identified yersinia pseudotuberculosis 95% (tested twice) but api20e identification was shigella spp 78.4% and icpmr confirmed as shigella boydii 13. The incorrect identification was not released. The customer was able to release the correct identification within the reporting time frames. The patient not affected. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer reported issues occurring for two months when identifying shigella in association with the vitek®2 gn test kit (reference 21341). An investigation was performed. No set up information was provided from the customer. However, the following information was obtained through troubleshooting: preventative maintenance of the instrument was overdue. Densichek calibration kits had expired in 2015. Saline was expired and contaminated with e. Coli. It was noted that after all of these issues were corrected, repeat testing of the isolate resulted in correct identification. Two lab reports were submitted both showing very good identification of y. Pseudotuberculosis with 4four (4) atypical reactions (dmal, proa, dtre, phos) for an identification of s. Boydii according to the gn knowledge base. An increased number of atypical reactions can indicate contamination, mixed culture, compromised viability of the strain, use of non recommended media or other user set up errors or an atypical strain. However based on the trouble shooting information, there were several issues (lack of preventative maintenance, densichek calibration kit expired, expired & contaminated saline) which most likely contributed to the atypical reactions since correct identification was obtained upon resolution of these issues. The vitek 2 gn lot # 2410216203 met final qc release criteria and passed initial qc performance testing.